Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a therapeutic infusion of t-pa for a blood clot in the patient's leg. The t-pa had been infusing the previous 24 hours via a sheath in the femoral artery. The placement of the sheath was in the common femoral artery and retrograde. The sheath was discontinued and the arteriotomy was closed without difficulty using the closer s device. Immediately following the closure the patient began to complain of pain to that leg. The patient was observed for 24 hours, but the pain persisted. A femoral angiogram was performed contralaterally and an arterial occlusion was revealed. The patient was taken to surgery for arterial repair. The surgeon stated, "the artery was kinked at the puncture site." There was no further adverse sequelae and the patient was discharged home.